Event description:
Reportable based on the device analysis completed on 19apr2023. It was reported that crossing difficulties were encountered. The patient was presented with coronary artery disease. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 16 x 2.75mm promus elite drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed successfully with no patient complications reported. However, returned device analysis revealed stent detach.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by manufacturer: promus elite ous mr 16 x 2.75mm stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.